Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device reached elective replacement indicator and there were high defibrillation thresholds (dft) on the implantable cardioverter defibrillator (ICD). The device was removed and replaced with a new device and an additional transvenous coil in the azygous vein. No patient complications were reported as a result of this event.